Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press and a lot of force was necessary for display to activate. There customer reported no impact to blood glucose levels. The customer removed the pump from the case and applied more pressure to the wake button to address the issue.